Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 01-jul-2024. [Additional information]: on 01-jul-2024, additional information was received. The information reiterated that the lot number of the emboguard was 0000195794 as reported on 27-jun-2024. The surgical access point was femoral. The information indicated that the dissection was confirmed after the emboguard was inflated at the time of post-thrombectomy angiography. No further information is available. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: (B)(6). Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (0000195794) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Vessel dissection is a known potential complication associated with the use of the emboguard balloon guide catheter and is mentioned in the instructions for use (IFU) as such. The device performed as intended with no alleged quality issue. A carotid artery dissection is considered a serious injury, as damage to the vessel can lead to stenosis or other flow altering condition. The severity of the event is currently unknown. Based on this information, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a procedure to treat a cerebral infarction with internal carotid artery (ica) occlusion, with the ica being narrow, the 95cm emboguard 87 balloon guide catheter (bg8795u / lot# unknown) was used. The emboguard was prepared in accordance with the instructions for use (IFU); when the emboguard was advanced to the internal carotid cervical, minor vascular dissection occurred due to the tip of the emboguard. Continuous flush was maintained through the concomitant trevo trak microcatheter (stryker). The procedure was completed via direct aspiration first pass technique (adapt) using an axs vecta 46 aspiration catheter (stryker). It was reported that the physician also complained that the accessories were not as practical as those of the competitors (i.e., the optimo balloon guide catheter comes with one 2mm syringe, two three-way stopcocks, and an introducer which is originally installed to the catheter. Per the physician, this can shorten the procedure time). The patient¿s condition is not known. On (B)(6) 2024 , additional information was received. Per the information, the procedure was a mechanical thrombectomy. On (B)(6) 2024 , the lot number of the 95cm emboguard 87 balloon guide catheter was received. The lot number is 0000195794.